Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular fibrosis IV degree"

Event description:
Patient reported "biocell® surface were used" and "capsular fibrosis IV degree" with ultrasound. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6. Reason for reoperation: rupture.

Event description:
Patient later reported rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported "biocell® surface were used" and "capsular fibrosis IV degree" with ultrasound. Patient later reported rupture. Device has been explanted. This record is for the right side. Device discarded.